Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There has been one other event for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
Customer has reported that she was operated on (B)(6) 2015 with a trident cup and restoration modular conical stem. Customer has reported that in (B)(6) 2017 she felt pain, she went to the hospital and she was operated due to broken stem.